Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced a syncopal episode. Boston scientific clinical representative contacted technical services (ts) since they could not find an event in latitude clarity, related to this episode. Ts found and sent a pause event via clinic mobile monitor (cmm) interrogation. Ts discussed the pause event appeared to have been longer than what was determined by this icm, since noise, possibly related to patient movement, was oversensed by the device. The patient symptoms that were reported are a result of patient condition and are not device related. Additional information was received, indicating that this icm device was explanted due to an unknown reason and returned for analysis. Attempts to gather further information were made; however, they were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. The local area sales representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced a syncopal episode. Boston scientific clinical representative contacted technical services (ts) since they could not find an event in latitude clarity, related to this episode. Ts found and sent a pause event via clinic mobile monitor (cmm) interrogation. Ts discussed the pause event appeared to have been longer than what was determined by this icm, since noise, possibly related to patient movement, was oversensed by the device. The patient symptoms that were reported are a result of patient condition and are not device related. Additional information was received, indicating that this icm device was explanted due to an unknown reason and returned for analysis. Attempts to gather further information were made; however, they were unsuccessful. No additional adverse patient effects were reported.